Manufacturer narrative:
Updated block: h6. The reported complaint was not confirmed. Per the data log review, on (B)(6) 2020 there was no indication in the log that the pump lost power unless the system was power cycled. Most likely just the pump display went off and the pump was still otherwise functional. This indicated an issue with the display assemble or a connection to the display assembly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the customer attempted to reboot the system, but there was no change. The customer tapped the side of the controller, and the display returned to functioning. Another centrifugal controller was installed, and worked, but it was decided to use another system. The fsr reviewed the data logs and determined it was a display only issue. The display was replaced. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician observed the small display assembly to function as intended. He used the lab use only (luo) centrifugal control unit as a surrogate. It was connected to the luo drive motor, and ran at 1500 revolutions per minute (rpms) for 50 hours and 32 minutes with no observations of the centrifugal controller screen going blank.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the screen on the centrifugal controller went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.